Event description:
The plaintiff alleges that while employed as a certified nursing aide plaintiff wore and was exposed to antigenic natural latex proteins in latex gloves. Plaintiff also alleges that in 2000, following a rast test, plaintiff was diagnosed by doctor as being allergic to latex. Plaintiff further alleges that plaintiff has become sensitized to latex and is now subjected to increased health risks. Furthermore plaintiff alleges that plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Finally, plaintiff alleges that plaintiff has suffered substantial injury, pain and sufering as well as economic loss.